Event description:
Nurse couldn't get good strong suction with liner only very low pressure.

Manufacturer narrative:
A user facility complaint was received on 2/2/2023, reporting, "nurse couldn't get good strong suction with liner only very low pressure". The sample has not yet been returned to deroyal for evaluation. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Manufacturer narrative:
Six samples were returned to deroyal on 02/07/2023. All samples were tested with intermittent vacuum. 2 of the 6 samples failed to suction properly under leak testing. Samples from all other lots of product phels-1000b that were in deroyal's distribution center were tested. Each of the lots, with 34 from each lot, were leak tested and passed. Complaint records were also pulled. Between 2021-2022, 25029 cases of phels-1000b were sold with 8 complaints coming from that same time period leading to ratio of (B)(4). Root cause: the root cause was determined to be due to a sink mark inside the pour spout cap that affected the cap from sealing properly to prevent vacuum loss. Due to this manufacturing root cause that was discovered, a corrective and preventive action (CAPA) report was initiated and issued to address the cause of the malfunction. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.